Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during first inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.